Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the card cage component. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the system had a non-recoverable fault 31221. The technical service engineer (tse) walked the customer through two hard reboots of the system but the issue remained. The customer noted that there was not a backup system available. The procedure was converted to laparoscopy with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cardcage was installed and tested into a golden pca system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. The emergency power off functionality test passed. The system ran for 50 power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. Upon visual inspection, no issues were found that would be related to the reported failure.